Manufacturer narrative:
The returned device was received and tested. The device passed bubble test, cia and array position light. Ablation test failed resulting in a system fault error. Due to this error an eap resistance test was performed resulting in a failed test. To look deeper a visual inspection of the array was performed. A hole in the array was discovered. The hole was most likely torn during the array retraction during the procedure. Also the stowed array looked baggy and it was difficult to close it. For investigation purposes the array was cut open in order to analyze the mechanism. The monofilament looked damaged and broken. This broken monofilament is most likely the contributor to the reported failure mode. Every novasure disposable device is inspected to ensure full functionality prior to final release. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, "the device was flashing check array' and we couldn't get past it. We pulled a second device and that one worked just fine. We were not able to complete the procedure though due to uterine perforation." No additional details available.